Event description:
On (B)(6) 2013, patient's mother reported the infusion set of the infusion device has been leaking at the infusion site. Mother stated the patient's blood glucose level has been elevated due to the leak. Exact blood glucose level was not provided. Patient's normal blood glucose range was not provided. Mother reported the patient changed the infusion set and bolused to lower the blood glucose level; no outside assistance was needed. Mother stated the leaks have occurred with several infusion sets and has been occurring for a long time; was unable to give exact time the issue began. Alleged infusion set has been discarded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result consumables: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5022138 and sterility of the product was verified and found it within specifications. Pump: the product was not requested for further investigation. The production data comply with the specification. Production reports were reviewed. The problem mentioned by the customer could not be reproduced.